Event description:
It was reported that the patient was brought to the emergency room (ER) secondary to altered mental status and lethargy. Their family member who witnessed the sudden onset reported that the patient was fine at 18:00 and around 20:00 they were altered and lethargic. In the ER, they were found to have "marked interval increase in the right subdural collection associated marked mass effect as detailed above. There are subfalcine herniation due to the mass effect". Neurology was consulted and the patient underwent right frontal craniotomy for subdural hematoma evacuation and middle meningeal artery (mma) embolization on (B)(6) 2022. Subdural jackson-pratt (jp) drain was discontinued on (B)(6) 2022. Patient developed multiple occlusive deep vein thromboses (dvts) in his right subclavian vein, left internal jugular, left brachial vein in addition to completely occlusive acute dvt of left subclavian and axillary veins. The patient was restarted on heparin infusion on (B)(6) 2022 at low intensity and increased to high intensity on (B)(6) 2022. Follow-up head computed tomography (cth) on (B)(6) 2022 showed essentially unchanged mixed density subdural hematoma (sdh) with stable midline shift. Patient was experiencing persistent hyponatremia around 126, intermittent fevers, and run of ventricular tachycardia (vt) overnight on (B)(6) 2022 warranting IV amiodarone infusion. On (B)(6) 2022 the patient had progressive hypotension with low maps and was initiated on IV norepinephrine infusion as well as epinephrine drip and had no further vt throughout the day. The patient was with limited oral intake so placement of small bore feeding tube for enhanced nutrition was discussed. On (B)(6) 2022, the registered nurse (rn) paged the on call nurse practitioner (np) because the patient was having acute episodes of vomiting with concerns for aspiration with subsequent episodes of vt and low flows. Chemical code was started as patient became unresponsive and appeared to be in an agonal rhythm. Patient was successfully intubated at 21:37 and was given alternating doses of IV epinephrine and IV atropine, in addition to IV bicarbonate. They additionally received IV calcium chloride with heart rate remaining agonal in nature, amplitude becoming less pronounced, and flow of the left ventricular assist device (lvad) was at 0.0. Despite ongoing medical therapy, the patient was with no active cardiac movement. Per bedside point-of-care, ultrasound and resuscitation efforts were stopped and the patient expired on (B)(6) 2022 at 21:53. The cause of death was determined to be aspiration with vt and subsequent agonal rhythm, sdh with degree of herniation status post craniotomy, and mixed cardiogenic and septic shock. The pump operated appropriately with no issues noted with the device. No further information was to be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, hemorrhagic stroke, peripheral thromboembolism, and death could not be conclusively established through this investigation. The pump was not explanted and therefore will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 16jan2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, stroke, venous thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.